Event description:
It was reported following a percutaneous angioplasty an angio-seal sts plus device was used to seal the arteriotomy site; no pre-deployment angiogram was performed. During the deployment the pt experienced severe pain and immediately after the deployment, arterial bleeding occurred. Manual pressure was applied and hemostasis was achieved. Approximately 10 minutes later the pt's left leg became white and cold with numbness. The pt returned to the cardiac cath lab; an emergent angiogram revealed an occluded profunda femoral artery (pfa) and a proximal dissection of the superficial femoral artery (sfa). Angioplasty to the sfa resolved the problem with the pt reportedly recovering.